Event description:
It was reported that the during post implant, dislodgment was noted on right atrial (ra) lead. X-ray imaging was performed and revealed that the ra lead had dislodged. The lead was explanted and replaced. There were no patient consequences. The patient condition was stable.